Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, after multiple inflations right before the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 25mm proximal of the distal balloon markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, after multiple inflations right before the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.